Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was unable to reproduce the reported issue. The fse checked the machine with trainer. Pressure could be displayed when connecting trainer. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that, before use, the cs300 intra-aortic balloon pump (iabp) pressure cannot be shown on the machine after connecting to the pressure sensor. No patient harm was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) pressure cannot be shown on the machine after connecting to the pressure sensor. No patient harm was reported.